Event description:
A customer complained that a lower than expected vitros phyt result was obtained from a non-vitros biorad quality control fluid using vitros phyt slides on a vitros 4600 chemistry system. Vitros phyt result: 11.3 mg/l vs expected result 16.6 mg/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. While there was no report of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
The investigation confirmed that a lower than expected vitros phyt result was obtained from a non-vitros biorad quality control fluid using vitros phyt slides on a vitros 4600 chemistry system. The assignable cause of the event is an instrument related issue. General imprecision was observed on multiple assays and the ir tubing was found to be installed improperly. After repairs were completed, the instrument performance met expectations. There is no indication that vitros phyt reagent contributed to the event.